Event description:
In 1995, a thin walled fep ringed gore-tex stretch vascular graft with removable rings was implanted as an axillo-femoral bypass in a male pt. Approx 11 years post-operative, the pt presented with swelling in the goin region. CT scan revealed possible evidence of a pseudoaneurysm. Following exploration of the region, the swelling remained the same size. Six weeks later, the pseudoaneurysm with the graft was explanted and another eptfe graft, not of gore's manufacture, was implanted.